Event description:
The reporter stated that there was an over-infusion. The reporter suspects that the unit has been programmed with a smaller size syringe than was actually loaded. There was no patient injury or treatment associated with this event.